Manufacturer narrative:
A ge service rep performed collimator iris calibration. The system was tested and found to be working as intended and put back into service. This event may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported a physicist discrepancy, beam exceeds visible image by 3.1%. This occurred outside of a procedure. No pt injury was reported.